Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient presented to the emergency room (ER) on (B)(6) 2018 with altered mental status and was confirmed to be septic. They were not sure there was any issue with the pump, but wanted to rule that out as a potential issue. It was asked what dose of morphine was being dispensed, however the patient did not have a personal therapy manager (ptm). No further issues were reported or anticipated.

Manufacturer narrative:
Additional information was received making this event a non-complaint and no longer reportable. As such, no further regulatory reports will be submitted regarding this event. If information is provided in the future, a supplemental report will be issued.